Event description:
It was reported by the sales rep that during a shoulder repair surgery on (B)(6) 2021, it was observed that the hd epscp,4.0,30,167,mitek endoscope device was burned by rf wand. During in-house engineering evaluation, it was determined that the distal tip was damaged and had deposits on the device. It was further determined that the device had broken lenses in its optical system. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that scope was burnt by rf wand. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Bent/dented - outer tube damaged. Distal tip damaged, distal tip has deposits. Optical system, optical components - broken lenses in optical system. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.